Event description:
The facility's biomedical engineering dept reported an infusion pump that possibly free-flowed during pt use. A 250ml bag of dobutamine with an unk amount of overfill was set on the pump and connected to a pt in the intensive care unit. The infusion was not started when the nurse noticed that the pt's heart rate was around 140 beats per minute. The nurse disconnected the IV line from the pt and the heart rate decreased to normal. The nurse reported that she had difficulty removing the tubing from the pump channel. The nurse measured the fluid in the bag after the event and found 248ml left. According to the biomed, the pump possibly infusion the solution when it shouldn't have. No pt injury has been reported.